Event description:
The pump was returned to the manufacturer without paperwork. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Analysis of the pump revealed gear 5 lower shaft wear. The pump was stalled. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007).